Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus and cursor did not aligned. Reseated connection be tween overlay and xy printed circuit board (pcb) and calibrated stylus. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was off after changing the stylus and recalibrating. The programmer was returned for service. There was no patient involvement.